Manufacturer narrative:
(B)(4). The results of this investigation concluded there was outflow thrombus on all three cusps. The base of cusps 1 and 3 contained inflow pannus. Folds were observed in the free edge of cusps 2 and 3 and resulted in incomplete coaptation. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2013, a 21 mm epic supra valve was implanted. On (B)(6) 2016, the valve was explanted and replaced with a 21 mm trifecta gt valve due to a high gradient, severe stenosis and significant thrombosis. The patient is reported to be recovering.